Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Levels operated: l4-s1 (cage implantation at l5-s1) the inserter was found broken when it was loosened after implanting the cage. There was no patient complication reported as a result of this event.

Manufacturer narrative:
Device fragments in patient. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, when the surgeon was inserting the cage into the disc space, the tip of the inserter shaft broke off; with the distal tip still threaded into the cage. The surgeon was not able to retrieve the distal tip and it remained in the cage, which remained implanted in patient in good position. No injury to the patient was reported.